Event description:
It was reported that there was power on reset (por) on the device. The device was replaced. It was also reported there was insulation damage suspected as cause for arcing during high voltage therapy on the right ventricular (rv) lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.